Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's pain levels had been increasing. It was reported that the patient had heat at the ipg site and ipg has not been charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's pain levels had been increasing. It was reported that the patient had heat at the ipg site and ipg has not been charging. The patient will undergo a revision procedure wherein the ipg will be replaced.